Event description:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The user facility is foreign; therefore, a facility medwatch report will be available. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver failed to tighten a screw during a rib plating case. Once the device stopped working, it could no longer be used during surgery. There was a two to four minute surgical delay due to the failure of the instrument and having to use an alternative instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The contra angle screwdriver was not returned for investigation and no photos were provided. For these reasons, the driver could not be visually evaluated or functionally tested. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is possible that excessive force was applied, which stripped the gears. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.